Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument was broken. Isi followed up with the initial reporter and obtained the following additional information: the distal part was broken, but no material fell into the patient or was missing.